Event description:
It was reported that the customer's blood glucose level was over 600 mg/dl. Her belt clip broke. She was hospitalized in (B)(6) 2013. There was a 911 call due to her high blood glucose levels of above 600 mg/dl. Her infusion set cannulas were bent, causing her high blood glucose levels. She had a diabetic ketoacidosis. The customer was wearing her insulin pump at the time of the 911 call. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.